Event description:
It was reported that approx. 55 months after implantation pacing impedance over 3000 ohms was measured. The lead was capped and new one was implanted.

Manufacturer narrative:
We have received your complaint regarding the above-mentioned device and would like to thank you for supporting our market surveillance. Till today, the medical product has not been made available for analysis, and it could therefore not be examined itself. The information you provided was recorded in our quality management as complaint and is used to evaluate the safety and reliability of our medical products and to improve them if necessary. In the observation period between 9 april 2019 and 4 december 2019, the left-ventricular sensing amplitude was measured intermittently and with strongly vacillating measurement values between 4 mv and 20 mv. The left-ventricular pacing impedance was measured greater than 3000 ohm throughout the entire time, as described in the clinical complaint. In the available recording of a sensing test from (B)(6) 2019, artifacts were visible in the left-ventricular channel. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The data provided to us contained no information that could be analyzed, which is why they could not be used to determine the cause of the clinical complaint. If additional relevant information or the device itself should be available, please send these also to us. The incident will then be updated accordingly.